Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead has noise with short v-v intervals and non-sustained ventricular tachycardia (vt) episodes. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.